Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted using a proglide device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. A groin check was performed after the procedure and everything was normal. Sometime after the procedure, the patient died. In the physician's opinion, the death was not related to the use of proglide. No additional information was provided.

Manufacturer narrative:
Estimated date of event- (B)(6) 2023. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Although a patient death occurred, based on the physician's opinion, it was not related to the use of the proglide device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.